Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a force sensor test alarm occurred. No patient injury was reported.

Manufacturer narrative:
Operator of device: updated. Device available for evaluation: updated. Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal on the plunger was broken while the bottom seal was intact upon receipt. The plunger head is filled with contamination and feels loose and rotates. The top and bottom cases were filled with fluid ingression including all the boards. An error code was present in the event history log (ehl). After performing the power up process, checking and testing the force sensor, and visually inspecting inside of the plunger head, the customer reported issue was confirmed. The force sensor count exhibited zero and it should be in the 30s, and the value was -1.08 pounds with no pressure applied. The root cause for the reported issue is attributed to customer damage. No repair was performed as the pump was beyond economical repair. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4)., corrected data: d4: correction: model number: 3500.